Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had fallen in (B)(6) 2014 and did not realize for the months after that they were getting electrical voltage through their back. The patient turned their device back on in the summer of 2015 and that was when high voltage was received. An x-ray was done and it was found that the leads had become disconnected. The disconnection was caused by the fall and led to the shocks in the patient's back. The leads were replaced in (B)(6) 2015. It was reported that the cervical leads were still in but the patient's lumbar leads were taken out. According to manufacturer records, the implantable neurostimulator (ins) was also replaced during the surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.